Event description:
The customer reported a leak from reagent probe b on their unicel dxc 800 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking from reagent probe b. The fse replaced the reagent probe b collar wash valve (solenoid valve) to resolve the issue. (B)(4).